Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4) product monitoring has attempted to gather clarification of the reported description of the event on 11/18/2016, 11/21/2016, 12/05/2016 and 12/05/2016. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding tube. The customer reports her (B)(6) daughter was hospitalized for some reason and needed to be put on a feeding tube (ng tube) to her stomach through her nose. The doctors placed it and it worked well for 6-8 days but after using the y-port, it loosens up which causes the feeding or the syringes to disconnect and/or leak so they tape it.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. There were no samples received for evaluation. Because a sample was not received, the reported issue could not be confirmed. A root cause could not be determined. A corrective action is not deemed necessary at this time. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.